Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between hd therapy on the 2008t machine and the patient event of expiring 10 minutes into treatment. However, there is no documentation to show a causal relationship between use of the 2008t machine and the patient death. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The initial reporter stated the machine is not suspected as the cause of the death. The res found the machine to pass all functional testing and was cleared for use. Based on the limited information and no allegation of a machine issue causing the event, the 2008t machine can be excluded as the cause of the patient death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, an on-site evaluation was performed by a fresenius regional equipment specialist (res). The res evaluated the functional checks, alarms and pressures. The machine passed all evaluation tests. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse reported that a patient expired 10 minutes into their hemodialysis treatment. The nurse did not suspect that machine caused the death, however they requested an evaluation of the machine. Additionally, an on-site evaluation was performed by a fresenius regional equipment specialist (res). The res evaluated the functional checks, alarms and pressures. The machine passed all evaluation and could be used for treatments. Upon follow up, the patient was initiated on hd treatment with the 2008t machine with stable vital signs (values not provided). There were no issues on initiation of the treatment. The patient was responsive. Approximately ten minutes into treatment the patient was found unresponsive. Additional information was requested through the nurse manager, however not provided.